Manufacturer narrative:
In addition, t:slim user guide indicates pump is to be used with individuals 12 years and greater, pt is (B)(6) yrs old. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
The gauge on the customer's pump did not indicate a decrease of insulin despite basal and bolus being performed. The customer's blood glucose level was reported potentially as high.